Event description:
It was reported that the patient roller her ankle over the 4th of july and the stimulation was not covering pain from the new injury. The patient was not able to turn the implantable neurostimulator (ins) up any further due to reaching the upper limit. The patient had to arch her back to get stimulation sensation high enough. It was also reported that the stimulation was turning off. The stimulation turned off twice in the patient and the patient was aware because, she cannot walk without the stimulation. Additional information reported a fading sensation was also reported following reprogramming. The patient status was reported to be good. The patient still had pain in her foot; however, it began in the ankle instead of the knee as was previously the case. The patient requested further reprogramming. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)